Event description:
It was reported the patient presented with tricuspid insufficiency. It was noted that the leadless pacemaker was interacting with the patient's valve due to the implant location. No intervention was performed. The patient was in stable condition.